Event description:
Coiling treatment of a right ica aneurysm. It was reported after inserted the coil (qc-22-50-3d) into the catheter, the coil got stuck at the end of the catheter's tip. Upon pulling it back, the coil detached and the physician was able to push the coil into the aneurysm. During placement of the third axium coil, the coil also got stuck after inserted into the aneurysm. During the manipulations, the coil detached and able to pushed into the aneurysm with the pushwire. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.